Manufacturer narrative:
The investigation has been completed. The complaint device was not returned for investigation. The failure mode as reported was product damage but the failure mode as investigated was delivery issues because there was an issue that occurred besides the damage itself (inability to deliver pump). The cause of the delivery issue was difficult anatomy patient condition related.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that a patient was on impella 5.5 support due to mitral valve disease with ejection fraction of 30%. It was reported that there were failed attempts to advance beyond the subclavian artery with continued torqueing by the physician. The catheter was noted to be kinked and requested a new pump. A new pump was placed and no reported harm to the patient.